Event description:
It was reported the hi-lo actuator housing had possibly broken away from the mount. Though not reported, depending on the position (height) of the lift when the breakage occurred, an unexpected lowering of the bed could result. No patient involvement and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon evaluation by a stryker representative, it was found that the customer had attempted to repair the bed themselves by re-welding the actuator to the frame. Stryker resolved the issue for the customer by explaining that stryker is no longer able to service the bed.

Event description:
It was reported the hi-lo actuator housing had possibly broken away from the mount. Though not reported, depending on the position (height) of the lift when the breakage occurred, an unexpected lowering of the bed could result. No patient involvement and no adverse consequence or clinically relevant delay in treatment was reported.